Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal. It was reported that after a right bhr on (B)(6) 2013, plaintiff had a femoral head fracture. Plaintiff underwent a revision surgery on (B)(6) 2021 where head was explanted. Plaintiff outcome is unknown.

Manufacturer narrative:
H11. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting. It has been confirmed that the same event has been already reported under report number 3005975929-2021-00298 (our internal reference number (B)(4). We conclude that the event will be investigated under this last complaint mentioned. Therefore, this report will be closed as duplicate. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal reference number: (B)(4).